Event description:
The customer reported to vyaire medical problem with bellavista 1000 getting technical failure 316 (blower failure) and technical failure 400 (inspiration valve or device leaky alarm) during setup prior use. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Additionally, vyaire medical initiated a warranty replacement for the inspiration valve. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
"Results of investigation: vyaire medical did not received the suspect device for evalution. However, log file analysis tool was utilized. Logs shows that alarm 401 ""inspiration valve or device leaky"" is triggering together with alarm 316 ""blower failure"" and error 3 since start up from (B)(6) 2022 12:28:21 (device time). Patch 14 was installed during this time. The software was updated to 6.0.2100.0 on (B)(6) 2022 13:28:02. Since then, alarm 316 is no longer active instead error 3 and alarm 401. Error 3 means that the initial flow too high. Inspiration valve test performed and tightness test keeps failing. Our investigation revealed a defective inspiration valve nt. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."